Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak in the reagent probes located in the unicel dxc 800 pro synchron chemistry analyzer. No injury was reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the vacuum valves and bubble generator.